Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing during defibrillation threshold (dft) testing on a therapy upgrade procedure. The cardiac resynchronization therapy defibrillator (crt-d) redetected the arrhythmia and a 17j shock was delivered, which converted the patient. The sensing was reprogrammed, and dft testing was successfully completed. After dft testing, noise, oversensing, and pacing inhibition was observed on the rv lead. The patient didn't experience greater than 2 seconds of asystole. The physician opened the pocket and the device header connections were correct. The rv lead was explanted and replaced. No additional adverse patient effects were reported.